Event description:
It was reported that the patient presented arthrofibrosis of total right knee arthroplasty. Event treatment included manipulation under anesthesia.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. The future impact to the patient beyond the mua cannot be determined. No medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.